Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose level was 440 mg/dl and 48 mg/dl at the time of incident. Customer¿s different blood glucose levels were 215 mg/dl, 248 mg/dl, 136 mg/dl, 235 mg/dl, 237 mg/dl, 142 mg/dl, 119 mg/dl, 333 mg/dl, 107 mg/dl, 130 mg/dl, 117 mg/dl, 39 mg/dl, 74 mg/dl, 205 mg/dl, 200 mg/dl, 218 mg/dl, 300 mg/dl, 370 mg/dl, 215 mg/dl and 115 mg/dl. Customer was treated with bolus using insulin pump for high blood glucose and food for low blood glucose. Customer had symptoms like difficulty in breathing and tired. Customer not using auto mode feature for high blood glucose and using auto mode feature for low blood glucose. Customer was unable to perform high pressure test at that time. Customer did no allege insulin pump was under delivering and over delivering. Customer stated that lost one sensor because of bleeding. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.